Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they got the replacement controller but it would not work for them. Patient mentioned that they put the battery in the replacement controller and "it can't read anything". Patient commented that the controller would usually go off on a friday and since pats would be closed they would go through the weekend without their stimulation. Patient had their wife assist in the call. Caller mentioned that the controller seems to be in a foreign language. Agent assisted caller to set up the controller. Caller was able to successfully change the language to english. Caller stated that the controller is showing the battery empty cannot provide stimulation screen. Caller connected the recharger and started a charging session. Patient had the move the paddle a couple of times to reach the excellent quality with controller battery at 90% and ins in the red. During the call patient mentioned the controller battery went down to 80%. Patient mentioned they are not in the place they would usually charge their ins. Patient mentioned history of device replacements.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having a problem charging the implanted neurostimulator. Patient said they are getting a good or excellent reading on the screen, but the implant is not charging. Patient has tried resetting the controller, but that did not resolve the issue. Patient mentioned they are very active and have to charge quite often. Patient inspected recharger and said there is no physical damage on the cord, but it is getting warm. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Pt called back stating they received the replacement recharger but something is still wrong. Agent understood pt to say that they charged their implant to 100% yesterday, used implant over night and all of today but it did not drop from 100%. Agent checked and pt stim is on and they can feel the stimulation (a, 4-6.5). Pt seemed to always want to use the recharger when checking implant, agent recommended pt not use charger for the next 24 hrs and if the implant charge does not drop, then they would have to follow up with hcp in person. Patient called back stating they went to charge their implant last night at 11:30pm/12:30am and both the controller and ins were at 100%. Patient stated their implant normally decreases 20% overnight, so they checked it again this morning and both number still showed 100%. Patient confirmed stimulation was on and in group a and noted they always use group a for their therapy. Agent had patient check batteries screen and patient reported controller and ins both at 90%. Agent reviewed information regarding charge increments and advised patient to not charge either device for 3 hours and then check the batteries screen and, if numbers have not decreased from 90%, to call patient services back. Patient mentioned they are legally blind. Patient called back stating they had not charged the controller or implant and both still had not decreased. Agent had patient confirm while on the call that therapy was still on and both battery levels showed 90%. Patient reported no visible damage to battery pack or battery compartment pins. An email was sent to repair to replace controller.

Manufacturer narrative:
H3: 97755-s, was returned for product analysis. Analysis found there was a failure with the recharger antenna and stuck on checking the recharger screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in stating when they recharge the ins it will took them a lot of time to locate the ins. Patient was legally blind. The patient mentioned the it keeps looking for the device and goes round and round and got no device found. They tried to reposition the rtm and will got recharging with no bad, good or excellent. During the call patient confirmed there was no damage with the rtm but the controller port has a missing pin. Patient also mentioned there was 1 sticking out pin to the battery. Agent sent a request to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.